Manufacturer narrative:
The incident was assessed by the baxter associate medical director who determined the incident reportable as a serious injury and life threatening. The report was an over infusion of fluids to a neonate who became tachypneic and tachycardic after the incident. The data indicated there was a significantly higher volume of fluid infused than intended. The factors surrounding the actual incident remain unclear as neither the pump nor beretrol/tubing were available for an in-depth evaluation. The pump was sent to the repair shop prior to awareness that the incident involved injury. This case involved a newborn baby who developed acute respiratory symptoms related to the fluid overload. Additional information provided. Correction made in the reported condition was not confirmed nor duplicated.

Event description:
The facility representative reported "over infusing, delivered 150ml when progrmmed for 60ml" during patient infusion. The patient admitted to the facility in 2007. The patient was recovering from kidney surgery. The nurse had programmed channel 1 at the rate of 12 ml/hour and total volume to be infused was 90 ml of d5 0.2% nacl with 20 meqs kci through a peripheral access. The total volume in the IV bag was 1000cc's with 90cc in buretrol and only buretrol was open. Fifteen minutes later, pump beeped for air in line and buretrol was empty. The pump showed volume infused as 75 ml, however, the patient had received 90 ml in 15 minutes. According to the facility representative, no patient injury or medical intervention had been reported to the device. No additional information was available at this time.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 18, 2007. Evaluation summary:the reported condition of the overinfustion was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.